Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp)'s upper display was flickering. There was no patient involvement or harm reported. A getinge field service engineer fse was dispatched to evaluate the unit. The fse verified the upper display was flickering. The fse removed all upper and lower cables/ribbons and reseated all cables/ribbons which resolved the upper display issue. Preventative maintenance was completed with no display issue. The product passed all functional and safety tests per manufacturer specifications.